Event description:
It was reported to boston scientific corporation that a resolution clip device was implanted in the small intestine during an esophagogastroduodenoscopy with polypectomy procedure performed on (B)(6) 2013. According to the complainant, the clip was deployed and successfully released onto the polypectomy site. The procedure was completed with the device and no issues were noted. On (B)(6) 2014, the patient underwent a total colectomy and j pouch and the physician reported that procedure went fine as well. On (B)(6) 2014, the patient went to the emergency room due to an abdominal pain. The physician reported that the clip dislodged from the site and perforated the patient's small intestine. The patient was taken to surgery. In the physician¿s assessment, the clip could have caused the perforation in the small intestine. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date.the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.